Event description:
Md contacted company representative requesting info on previous reports of infection linked to use of product. Md indicated that a pt had undergone surgical removal of a meningioma on an undisclosed date. The site was packed with a cellulose hemostatic sponge and covered with duragen dural graft matrix. Two weeks after surgery the pt suffered seizures, and an MRI scan showed abnormalities at several areas of the brain, including the site of surgery. A second surgery was undertaken, and md noted that the duragen had been almost completely re-sorbed. Md believed the pt is showing symptoms of viral encephalitis of unknown etiology. Testing for various viral infections is on-going.